Manufacturer narrative:
D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd connecta plus3 white pegs the tubing separated from the infusion line. There was no report of patient impact. The following information was provided by the initial reporter, translated from chinese to english: cesarean section, tee connection to infusion line tightened, at the end of the operation, during the handling of the surgical patient, there was no tugging on the infusion line, and it was found that the infusion line was disconnected, and inspection revealed that the tee link was disconnected from the interface with the infusion line.

Event description:
It was reported while using bd connecta plus3 white pegs the tubing separated from the infusion line. There was no report of patient impact. The following information was provided by the initial reporter, translated from chinese to english: cesarean section, tee connection to infusion line tightened, at the end of the operation, during the handling of the surgical patient, there was no tugging on the infusion line, and it was found that the infusion line was disconnected, and inspection revealed that the tee link was disconnected from the interface with the infusion line.

Manufacturer narrative:
H6: investigation summary: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified, and the root cause could not be determined. A device history record could not be evaluated as the lot number is unknown. H3 other text : see h10.